Event description:
During deployment of a stent to the renal artery, the balloon was reported to have leaked during inflation. The vessel was described as having moderate calcification and vessel tortuousity and a 70% stenosis. Prior to insertion there were no holes, tears or ruptures in the balloon. All products were prepped per the instructions for use, and during rep no leaks were observed.

Manufacturer narrative:
There were no difficulties reported advancing, tracking or removing the device from the pt. This was the initial use of the device. There was no reported pt injury. With the limited amount of info available and without the return of the product or films of the procedure, it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics may have contributed to the reported event. A device history record review was performed and showed that this lot of products met all requirements per the applicable mqp. This review was extended to subassembly part numbers with lot numbers 0508070023 and 0506070209. This review confirmed that subassemblies met all requirements per the applicable mqp as well, including the burst test values.